Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq lvp was not infusing during patient infusion in the pediatric intensive care unit. It was noticed that the pump backflow from PICC (peripherally-inserted central catheter) line about 6 inches up from tubing of precedex drip following drip bag change, however pump did not alarm to notify that it wasn't infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.